Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the straight pointer was found to be missing a screw at the trigger. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was confirmed by the service technician. During the device evaluation, it could not be determined what caused the loose button. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the straight pointer was found to be missing a screw at the trigger. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.